Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 iabp and reported that he suspected operator error. The stm checked blood pressure gain and calibrated it. He then performed a full factory calibration and functional checkout. The stm could not duplicate any issues. He cleared the iabp for clinical use and returned it to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump would not zero. No further details are known. No patient involvement or adverse event was reported.